Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact on customer's blood glucose level. Caller was assisted by technical support with resetting the pump, but the malfunction code recurred, leading technical support to decide on replacing the pump. The call was disconnected unexpectedly when the caller reported their phone shutting down. A follow-up attempt by technical support resulted in replacement pump being sent with updated software.